Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the treatment. Logfile review shows no abnormalities that could have contributed to the reported event. All laser system functions were within specifications on this day, energy values stable throughout the treatment. No technical root cause was identified as the product was found to be within specifications. However, the root cause for undercorrection could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A professor reported that a patient's left eye was left under corrected following a refractive procedure. The patient is using a topical steroid drop four times a day. The patient may need an enhancement procedure in the future on their left eye. Upon follow up, visual symptoms did not occur prior to surgery. Patient's issues are still ongoing.